Event description:
Information received indicated the valve was retrieved due to central regurgitation as noted by echo and cath, with calcification, cuspal tear and stiffening reported by the user. Inappropriate product sizing was also noted. The 25mm valve was replaced with a size 27mm valve with no additional patient complication reported.